Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that after removing the solitaire from the body, on the third pass, it was hard to pull from the catheter to check it for clot. It was noticed that it had frayed on the end. It looked like it pulled apart from the markers at the end, and was also was very compressed in the center of the stent retriever device.